Event description:
The distributor contacted animas on (B)(6) 2014 alleging call service alarm that could not be cleared occurred 3 or more times within 30 days. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged alarm issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/26/2014 with the following findings: review of the black box data did not reveal any activity outside of normal use. The alarm history revealed on call service alarm (060) recorded on (B)(6) 2013. The pump was exercised for 24 hours without call service alarm occurring. The pump was opened for investigation and did not reveal any damage, defect or contamination of the printed circuit board. Investigation did not duplicate the reported call service alarm issue and the pump was found to be operating within the required specifications without malfunction.